Manufacturer narrative:
Concomitant medical products: w1dr01 ipg; implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.